Event description:
It was reported that during a routine follow up, this patient experienced a ventricular fibrillation (vf) episode and the device delivered shock therapy, which successfully terminated the rhythm. The patient was then hospitalized as they have a history of vf, and during that time, the device recorded two vf episodes that included some artifacts noise on the right ventricular (rv) channel. Movement and manipulation techniques did not create any noise, all shock deliveries showed normal impedance values and no other episodes recorded. The physician requested review of the episodes as they believe this noise could possibly be related to external equipment. Boston scientific technical services (ts) reviewed data from the device and excluded an implantable device deficiency, as all data appears to be normal, and no resets, faults or unusual behavior were identified. Ts explained that the artifacts seen in the episodes do not match the pattern of electromagnetic interference (emi), so lead impairment is suspected to be the cause of the observations. Rv lead replacement was recommended but at this time, there is no evidence to suggest that this intervention has been performed. Evidence suggests that the patient was hospitalized due to their current vf condition. No adverse patient effects were reported. The rv lead remains in service. Additional information was received. Data analysis was performed. Pacing inhibition was identified, and it was discussed that some episodes showed evidence of artifacts on the rv sensing and shock channel. Ts indicated that this is an indication of rv lead impairment, and since artifacts are not visible on the right atrial channel, it is not likely that those noisy signals were created by external equipment of intensive care monitoring, as initially assumed. Additionally, the analysis of the device data made by the engineering team was able to confirm that the implanted device does not show any faults, resets or other suspicious behavior, so only rv lead impairment is assumed at this time. No adverse patient effects were reported. This rv lead remains in service. Additional information was received. The rv lead was explanted and replaced. No additional adverse patient effects were reported. Product return availability information was requested to the field.

Event description:
It was reported that during a routine follow up, this patient experienced a ventricular fibrillation (vf) episode and the device delivered shock therapy, which successfully terminated the rhythm. The patient was then hospitalized as they have a history of vf, and during that time, the device recorded two vf episodes that included some artifacts noise on the right ventricular (rv) channel. Movement and manipulation techniques did not create any noise, all shock deliveries showed normal impedances values and no other episodes recorded. The physician requested review of the episodes as they believe this noise could possibly be related to external equipment. Boston scientific technical services (ts) reviewed data from the device and excluded an implantable device deficiency, as all data appears to be normal, and no resets, faults or unusual behavior were identified. Ts explained that the artifacts seen in the episodes do not match the pattern of electromagnetic interference (emi), so lead impairment is suspected to be the cause of the observations. Rv lead replacement was recommended but at this time, there is no evidence to suggest that this intervention has been performed. Evidence suggests that the patient was hospitalized due to their current vf condition. No adverse patient effects were reported. The rv lead remains in service. Additional information was received. Data analysis was performed. Pacing inhibition was identified, and it was discussed that some episodes showed evidence of artifacts on the rv sensing and shock channel. Ts indicated that this is an indication of rv lead impairment, and since artifacts are not visible on the right atrial channel, it is not likely that those noisy signals were created by external equipment of intensive care monitoring, as initially assumed. Additionally, the analysis of the device data made by the engineering team was able to confirm that the implanted device does not show any faults, resets or other suspicious behavior, so only rv lead impairment is assumed at this time. No adverse patient effects were reported. This rv lead remains in service.

Event description:
It was reported that during a routine follow up, this patient experienced a ventricular fibrillation (vf) episode and the device delivered shock therapy, which successfully terminated the rhythm. The patient was then hospitalized as they have a history of vf, and during that time, the device recorded two vf episodes that included some oversensing of artifacts noise on the right ventricular (rv) channel. Movement and manipulation techniques did not result in noise, all shock deliveries showed normal impedance values and no other episodes were recorded. The physician requested review of the episodes as they believed this noise could possibly be related to external equipment. Boston scientific technical services (ts) reviewed data from the device and excluded an implantable device deficiency, as all data appears to be normal, and no resets, faults or unusual behavior were identified. Ts explained that the artifacts seen in the episodes do not match the pattern of electromagnetic interference (emi), so lead impairment is suspected to be the cause of the observations. Rv lead replacement was recommended but at this time, there is no evidence to suggest that this intervention has been performed. Evidence suggests that the patient was hospitalized due to their current vf condition. No adverse patient effects were reported. The rv lead remains in service. Additional information was received. Data analysis was performed. Pacing inhibition was identified, and it was discussed that some episodes showed evidence of artifacts on the rv sensing and shock channel. Ts indicated that this is an indication of rv lead impairment, and since artifacts are not visible on the right atrial channel, it is not likely that those noisy signals were created by external equipment of intensive care monitoring, as initially assumed. Additionally, the analysis of the device data made by the engineering team was able to confirm that the implanted device does not show any faults, resets or other suspicious behavior, so only rv lead impairment is assumed at this time. No adverse patient effects were reported. This rv lead remains in service. Additional information was received. The rv lead was explanted and replaced. No additional adverse patient effects were reported. Product return availability information was requested to the field. It was confirmed that the implanted cardiac resynchronization therapy defibrillator (crt-d) device contributed to the vf episode the patient experienced during the routine follow up, as at the end of a successful threshold test, there was a pause that resulted in the patient going into vf. The manual rv threshold test showed loss of capture when the output decreased to 0.9 volts; however, four additional paces occurred at sub-threshold outputs before the manual test was ended. The additional paces at sub-threshold outputs did not capture, resulting in ventricular asystole for approximately 3 seconds before the threshold test ended and pacing at normal outputs resumed with capture. Following the first captured rv pace, after the 3 second period of asystole, the patient experienced vf which was appropriately detected and converted by the device with delivery of shock therapy. Additional information was received. Boston scientific has been informed that the patient did not sign the consent form as per mpdg section 72 (6) to allow return of the product for analysis. The physician involved was contacted for further information, and they explained that the patient had difficulties going back to the hospital to sign the consent form. The lead is not expected to return to boston scientific for analysis. If patient consent is provided, and the lead is returned in the future, analysis will be performed.

Manufacturer narrative:
It was confirmed that the implanted cardiac resynchronization therapy defibrillator (crt-d) device contributed to the vf episode the patient experienced during the routine follow up, as at the end of a successful threshold test, there was a pause that resulted in the patient going into vf. Additional information received indicates that there was asystole involved. No additional adverse patient effects were reported.

Event description:
It was reported that during a routine follow up, this patient experienced a ventricular fibrillation (vf) episode and the device delivered shock therapy, which successfully terminated the rhythm. The patient was then hospitalized as they have a history of vf, and during that time, the device recorded two vf episodes that included some oversensing of artifacts noise on the right ventricular (rv) channel. Movement and manipulation techniques did not result in noise, all shock deliveries showed normal impedance values and no other episodes were recorded. The physician requested review of the episodes as they believed this noise could possibly be related to external equipment. Boston scientific technical services (ts) reviewed data from the device and excluded an implantable device deficiency, as all data appears to be normal, and no resets, faults or unusual behavior were identified. Ts explained that the artifacts seen in the episodes do not match the pattern of electromagnetic interference (emi), so lead impairment is suspected to be the cause of the observations. Rv lead replacement was recommended but at this time, there is no evidence to suggest that this intervention has been performed. Evidence suggests that the patient was hospitalized due to their current vf condition. No adverse patient effects were reported. The rv lead remains in service. Additional information was received. Data analysis was performed. Pacing inhibition was identified, and it was discussed that some episodes showed evidence of artifacts on the rv sensing and shock channel. Ts indicated that this is an indication of rv lead impairment, and since artifacts are not visible on the right atrial channel, it is not likely that those noisy signals were created by external equipment of intensive care monitoring, as initially assumed. Additionally, the analysis of the device data made by the engineering team was able to confirm that the implanted device does not show any faults, resets or other suspicious behavior, so only rv lead impairment is assumed at this time. No adverse patient effects were reported. This rv lead remains in service. Additional information was received. The rv lead was explanted and replaced. No additional adverse patient effects were reported. Product return availability information was requested to the field. It was confirmed that the implanted cardiac resynchronization therapy defibrillator (crt-d) device contributed to the vf episode the patient experienced during the routine follow up, as at the end of a successful threshold test, there was a pause that resulted in the patient going into vf. Additional information received indicates that there was asystole involved. No additional adverse patient effects were reported.

Manufacturer narrative:
It was confirmed that the implanted cardiac resynchronization therapy defibrillator (crt-d) device contributed to the vf episode the patient experienced during the routine follow up, as at the end of a successful threshold test, there was a pause that resulted in the patient going into vf. Additional information received indicates that there was asystole involved. No additional adverse patient effects were reported.